Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufactured between january 22, 2021 to january 23, 2021. H10: the device was received for evaluation. Unaided eye visual inspection was done which observed a small tear in the back side of the bag. A functional testing was performed which revealed a leak only at the lower back side of the bag. Verified under magnification a tear/hole in the lower back side of the bag on right side facing print. The reported condition was verified. The cause of the condition could not be determined; however, possible causes include compounding error, damage sustained during transport or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the back of a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. This was observed during product set up, when removing the bag out of the bucket. It was further reported there was noticeable amount of fluid in the bucket and "the batch sheet and the trace elements were soaked from the leakage". The bag was further squeezed and liquid was coming out from the back of the bag. There was no patient involvement. No additional information is available.